Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient incorrectly inserted the cannula on (B)(6) 2025. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6011557 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 for the incorrect insertion of the soft cannula. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6011557 was manufactured according to the wi version 75 and packaging in the line 5, on 24/feb/2025, with a total of (B)(4) units. Trending: a query was run in database on 13/jun/2025 against malfunction code incorrect insertion of the soft cannula and lot 6011557 and no more complaints have been registered in database for the same lotand malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.